Event description:
Customer reported that a printout indicated that the sample ID at position e11 read 670558. It should have read as 670558-1. Also, a sample ID at position e12 read 670566 and it should have read as 670566-8. A service engineer was dispatched and could not reproduce the problem. The barcode decoder circuit board was replaced as a precaution. Diagnostic checks were performed to verify that the instrument was operating properly. No death or serious injury was associated with this incident.